Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware explant surgery due to pain. The explanted devices included a 3.5mm variable angle locking compression proximal tibia plate and an unknown quantity of unknown locking and cortex screws. It was reported that the fracture site had healed. There were no difficulties encountered during the surgery and there was no surgical delay. The original implant date is unknown. This report is 1 of 3 for (B)(4).